Manufacturer narrative:
(B)(4). Review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty. The device was returned for evaluation. An internal investigation is currently under way, however has not yet been completed. Once the investigation is complete, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. An electrical and functional test were both performed on the device. No failures nor malfunctions were identified during testing, which could have caused or contributed to the reported issue. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
A home patient's peritoneal dialysis (pd) nurse reported the patient passed away at home, while connected to the homechoice device. Per the nurse, the patient had just begun therapy a half hour prior to dying. The pd nurse believes the patient's medical history was the contributing factor of death. Additional information was requested and no additional information was available at the time of this report. This is report 1 of 2.